Event description:
It was reported that the patient presented in clinic for vibratory alert. Interrogation showed multiple episodes of non-sustained lead noise. Noise was not reproducible with isometrics. The physician capped and replaced the lead. The patient was unaffected after the event.